Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The gore® excluder® iliac branch endoprosthesis (ibe) is intended to be used with the gore® excluder® aaa endoprosthesis to isolate the common iliac artery from systemic blood flow and preserve blood flow in the external iliac and internal iliac arteries in patients with a common iliac or aortoiliac aneurysm, who have appropriate anatomy, including internal iliac artery treatment diameter range of 6.5 ¿ 13.5 mm and seal zone length of at least 10 mm. Successful exclusion of the aneurysm(s) may be affected by significant thrombus and / or calcium at the distal iliac artery interfaces. Irregular calcium and / or plaque may compromise the fixation and sealing of the implantation sites. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and the vascular introducer sheaths and accessories necessary to deliver the endoprostheses. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2019, this patient underwent endovascular procedure using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient's internal iliac artery was very calcified and the lumen was narrow. The patient tolerated the procedure. On an unknown date in 2019, an occlusion of the internal iliac component was observed. The patient presented no symptoms for the occlusion. Therefore, no additional treatment was performed. It was reported that it was unclear when the device was occluded. There was a possibility that the device was occluded during the procedure, but it could not be confirmed with the procedure image. The physician stated that an administration of antiplatelet drug should have been considered.